Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep explained to the patient he needs to charge fully every 3 days and not a little bit every day. The heating while charging was not resolved and the cause was not determined. The patient was going to meet with the physician next week to see if there is something wrong with the pocket. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep believed there were issues with the pocket, but they were not certain. The rep said the physician would have to answer that. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was having to charge every day. The patient feels as though their battery in the inside gets hot. The patient stated that it is painful and uncomfortable to charge. This information was furthered with the patient stated that there was extreme heat at the ins site with pain there as well. The patient stated that the ins is hot on the inside, not necessarily on the outside, and the patient is not getting the hot error message. The rep stated that they have tried suggesting various ways to recharge, including the use of adhesive discs. The impedance check showed that they were normal. The rep doesn't have programmed parameters to allow a recharge interval. The rep called back and they have the following programming: 6.5 volts 450pw 800 ohms(est) 2 anodes, 2 cath 4.7 volts 450 pw 800 ohms 2 anodes, 2 cath 0.0 volts 210 pw 800 ohms 1 anode, 1 cath 3.4 bol, 4.13 days eol. The patient also charged the following: 9/18 3.4 75% 9/17 1.5 75% 9/17 .2 50% 9/15 1 50% 9/14 3.6 100 9/13 1.2 100%. It was recommended that the patient wear the belt with stimulation off and not charging to see if the belt rubbing is causing irritation. The rep stated that the pocket site is painful when they push on it. The rep was told to address with a healthcare provider (hcp). No further complications were reported or anticipated.